Manufacturer narrative:
Our investigation of the returned pressure transducer printed circuit board (pcb) has been completed. Performed pre-use check failed in regards to the internal leakage and pressure transducer test. The test logs show that the pressure sensor's offset value had drifted and exceeded the allowed limit. This offset drift will affect the measured peep (positive end expiratory pressure) during ventilation and alarms will be generated if the failure is not detected during pre-use check. The offset drift is the cause of the reported failure during pre-use check. Visual inspection of the pressure sensor showed that there was residue on the surface of the pressure transducer. Earlier investigations have shown that the residue/debris affected the offset measuring and once it was removed the pressure transducer functioned normally. The root cause to how the residue that was found on the surface of the pressure sensor got there, has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).